Event description:
The customer reported the system continued to beep after the exposure switch as if it was continuing the fluoro, but was not; the system locked up and had to be rebooted. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The generator backplane assembly was reseated. The system was tested and found to be working as intended and put back into service.